Event description:
I am using a tandem t:slim x2 insulin pump and have used the product since the release of the control iq (ciq) aid algorithm, part of this product as it was approved and provided to patients as myself, was having access to pump aid data to assess and make decisions on daily insulin management settings in the pump. Recently, the access to this data was blocked by tandem. Because I can no longer view this data as before, I have been experiencing low blood glucose events (<60mgdl) as I am going through some physiologic changes that require making insulin delivery adjustments. With the change made by tandem, I can no longer view this pump data; therefore, I have had to guess what the pump is doing and guess about delivery adjustments to manage blood glucose. For example, my average time in range (tir) has been +95% (70-180mgdl) for several months; recent physiology changes have resulted in that tir to drop to <80%. In order to get this back on track in the past, I have been able to access the pump delivery data to assess changes that can be made to increase the tir and to avoid changes that could cause unpredictable and significant low and high blood glucose events. The results of tandem stopping access to the pump delivery data have put me in danger and prolonged the transition adjustment necessary with the pump setting to get me back in range and safe from high/low blood glucose events. I have used the ciq since it was released and made the decision to use the tandem because part of the product included access to pump data to assess delivery of the algorithm. Not having access to this data has posed and continues to pose a risk of unpredictable high and low blood glucose events. Side note, I have lived with type 1 diabetes for >54 years and used an insulin pump for >33 years.